Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified outside of clinical use. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. The fse found that the flexvision pc was not booting up and had a disk read error on the screen. Analysis of the log file confirmed that there was malfunctioning of the flexvision pc. Troubleshooting action showed that the field service engineer (fse) formatted the drive via diskpart and attempted to load software three times, which failed at different points along the way. The fse installed a spare drive in the flexvision pc from the book box and was able to load software on the first attempt. The fse replaced the flexvision pc and reloaded the software and firmware. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.